Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: during a procedure, the connecting screw for insertion of dhs blade broke and the threaded part that broke remains in the implant. The implant was not removable. Pt had revision operation, date unknown, to total hip arthroplasty; hardware was removed. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.